Event description:
It has been reported to philips that the azurion system was not turning on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be power on. Review of the system log file showed power control errors. The fse replaced the power distribution unit (pdu) fan tray and direct current power system (dcps). After the replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.